Event description:
It was a 31mm edwards valve that required intervention.

Manufacturer narrative:
H10. Additional manufacturer narrative: attempts to retrieve additional information were unsuccessful. The device history record (DHR) could not be performed as the serial number remains unknown. H11. Corrected data: b5, 31mm valve not 33mm. Added b6 and b7.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information a patient with a 33mm edwards pericardial mitral valve implanted eight years, 10 months, underwent valve-in-valve procedure due to severe mitral stenosis and regurgitation secondary to degeneration. There was no perivalvular leak at the end and no significant gradient. The patient tolerated the procedure well. Patient is stable. Patient was discharged on post operative day 12.

Manufacturer narrative:
H10. Additional manufacturer narrative: b5, d6, f10, h6. H11. Corrected data: b5.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it is remains implanted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient 33mm edwards pericardial mitral valve implanted for an unknown implant duration underwent valve-in-valve procedure due to mitral stenosis. A 29mm transcatheter valve was implanted in the 33mm valve with good procedural outcome. Patient is stable.